Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. There was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the sleevehead of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the helix was turned over twenty times and it would not move or come out. The lead was never implanted and a different lead was used instead. No patient complications have been reported as a result of this event.